Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated one (1) erroneously low sodium (na) patient results. The erroneous result was reported outside the laboratory and questioned by doctor. The patient sample was repeated on another analyzer and results amended with result obtained. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. Upon further troubleshooting it was found that the reference (ref) electrode was expired and replacement due. No information was provided regarding lot number or expiration date. The customer replaced the reference (ref) electrode which resolved the issue. No further issue was noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).